Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed the customer's report of a failed drawer not appearing on the recovery screen. Contacted the pharmacy and provided step by step guidance to address the issue. The customer later called back to confirm that the issue had been successfully resolved. The system functioned as intended after the field service engineer assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed but did not appear under the failed storage spaces and unable to open to recover it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.